Event description:
Difficulty removing cap from end of central venous catheter for renal dialysis. Removal did occur without harm to patient. Dates of use: unknown. Diagnosis or reason for use: for use with renal dialysis catheters.